Event description:
Complainant alleged that during functional testing, the device would not recognize batteries and would not complete the analysis or charging cycle. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.